Manufacturer narrative:
To date, the intraocular lens remains implanted. (B)(4). Device evaluation: the lens was not returned as to date, it remains implanted. Therefore, an investigation was not possible and the customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The product was manufactured according to specification. A search on complaints revealed that no other complaints for this order number were received to date. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient was just not happy following implantation of the intraocular lens in their eyes. Visual acuity post op, left eye was 20/20. Post op day one, visual acuity was 20/30 in the left eye but was not happy 2-3 months out. Patient underwent yag, near j8. Further information provided notes patient's current visual acuity for the left eye is 20/20. Patient also reported to have floaters and poor near vision, j8, and has been referred to a retina specialist. Patient reports being frustrated with results. Patient is able to drive. At this time, there is no planned intervention. No further information was provided.

Manufacturer narrative:
Additional information was received stating following: date of birth: patient¿s birth year: (B)(6). Description of event or problem: poor near visual acuity was indicated as 1/52. There were no pre-existing medical conditions. It was reported that patient was referred to retina specialist for floaters which is another issue as he is interested in vitrectomy for the floaters which he notices more now that were present preop. Yag was performed in both eyes and poor near vision j8 in each eye. Visual acuity was reported as follows - left eye: 1 day post op - 20/30; post-yag - 20/20, right eye: 1 day post op - 20/25; post-yag - 20/30. A separate report is being filed for lens implanted in patient's right eye.